Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. Mother called alleging high readings on the lfs meter. Mother called alleging that her son's meter gave false high readings. Pt experienced a seizure prior to testing and mother contacted the paramedics. No info on what the pt's blood glucose was prior to the seizure or his diabetes regimen. Paramedics arrived and took the pt to the hosp. No info on whether the paramedic's tested the pt's blood glucose or treated the pt. At the hosp a test was done on the hosp device and the pt rec'd a reading of 37 mg/dl and the lfs meter read 89 mg/dl (invalid comparison). The pt was treated with IV. Test strips were in good condition and not expired. Test strips passed using the control solution. The mother also reported blood glucose readings of 187 mg/dl with a lifescan meter and 94 mg/dl on a lab device; performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt suffered a serious injury; however, there is no evidence that the meter contributed to the injury.